Manufacturer narrative:
(B)(4).

Event description:
Two different lots of mio infusion sets mmt-923, lot 5028937, and mmt-975, lot 5028944, had each one sample found to have the tubing dislodged from the connector; no evidence of adhesive was observed in the join areas. Device found by distributor upon incoming inspection 07/03/2013. A CAPA has been raised CAPA ID no (B)(4), investigation is ongoing.